Event description:
Customer reported an altitude alarm from the pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, advising the customer that a new pump with updated software would be received. The customer was instructed to return the problematic pump using a pre-paid label, set the pump into storage mode before returning, and program the new pump settings upon receipt. The customer would use an alternate method for insulin delivery in the interim and understood all instructions provided.